Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 7 cm - 7.2 cm from the connector pin, due to friction with another device.

Event description:
It was reported that the ventricular lead exhibited an intermittent loss of capture. There were 282 noise reversion events noted. The lead was explanted and replaced.